Manufacturer narrative:
(B)(4): evaluation: results: (the root cause of the complaint is undetermined based on the info provided); (stent dislodgement).

Event description:
An attempt was made to deploy a 2.75 mm diameter x 26 mm length integrity rx bare metal stent into the right coronary artery of a pt. During placement of the stent in the rca, the stent was noted to be advancing ahead of the balloon. The stent was thought to have become dislodged from the balloon. A smaller balloon was placed in the pt and that balloon was inflated to trap the dislodged stent. Another stent was placed without complication. No other clinical sequelae were reported. Reference user report number (B)(4).